Event description:
A customer reported to olympus, the evis exera iii duodenovideoscope failed culture test three times in a row. No patient infection was detected. The endoscope was sampled and cultured. The microorganisms detected were streptococcus mitis/oralis 1-10 colony forming units (cfus), gram positive bacillus 1-10 cfus, and rothia species pluralis (ssp) 1-10 cfus. The internal tip is where the microorganisms were detected. The device was reprocessed after the positive confirmation and not used for a procedure thereafter. The scope did not fail the adenosine triphosphate test (atp). The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The customer provided the cleaning, disinfection, and sterilization process. The scope was not ethylene oxide (eto) sterilized. The endoscope was reprocessed on 02oct2023. The start of precleaning was not delayed. The water was aspirated through the instrument/suction channel with a suction pump. There were no abnormalities with the reprocessing accessories. The manual cleaning was performed within an hour after the procedure. The device passed the leak test. The detergent used for manual cleaning is intercept and rapicide a/b for high-level disinfection (hld) in the medivator cycle. The following areas were brushed: instrument/suction/balloon channel and air/water/suction/biopsy valve. The forceps elevator was brushed/flushed. There have not been any changes in the facility¿s reprocessing personnel since the last on-site visit by an olympus endoscopy support specialist. The endoscope was stored in a scope cabinet with filtration system. The automated endoscope reprocessor (aer) used was the medivator. All channels were connected with tubes when the endoscope was connected to the aer. An olympus endoscopy support specialist has scheduled an in-service/observation. The device was returned to olympus for evaluation but the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. Upon culture testing by olympus, the following was detected: sampling date:2023/11/03 sampling from: air/water channel - no growth sampling from: distal end & elevator mechanism - no growth sampling from: instrument/suction channel - no growth. The device evaluation found foreign material attached to the haji ring and the white deposits observed on the suction channel could not be identified and a definitive root cause of the issue could not be determined, as a review of the facility device reprocessing found no apparent deviations from the IFU recommendations, however, the issue was likely the result of insufficient device cleaning/reprocessing. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them". In addition, the following non-reportable malfunctions were found during the device evaluation: kinks and scratches in the forceps passage were observed and cracking of the bending section adhesive. Olympus will continue to monitor field performance for this device.